Manufacturer narrative:
Retained samples of the same lot have been inspected visually, electrically and thermally. Mechanical tests were performed on 4 retained samples. All tested samples were found to perform within limits. No faults were detected. The involved device has not been made available to us. The declared intended use for our neutral electrodes is indicated in the IFU as follows: "intended use: neutral electrodes are designed as accessories for the use with electrosurgical generators for cutting and coagulation of human tissue." The use of the complained product with btl unison for cellulite treatment appears to be not covered by the intended use. In any case, the complainant reported in an additional communication that the injury only was treated with skin balm. Based on this we no longer consider the incident reportable. We therefore consider the investigation closed.

Event description:
On (B)(6)2018 a celulite removal procedure was performed at cellulite expert centar in belgrad, serbia. A monitoring dispersive electrode (model skintact wr21) and a btl unison machine were used. The electrode was placed on the back area in the loin. "The treatment lasted total 7min. There were two brakes during the treatment (3rd and 5th min since the beginning)". The skin preparation was described as "wiping with dry towel, visual check that there are no lesions on the skin and question if the patient applied something to the skin prior to the arrival." The initial report claimed that the user was observing reddening "on the outer line of the electrodes... In one case there was a blister which appeared at the place where wr21 was located." The patient had described a sensation of "burning heat". The injuries had been treated "with skin balm and the blister healed without any problems".

Manufacturer narrative:
Retained samples of the same lot have been inspected visually, electrically and thermally. Mechanical tests were performed on 4 retained samples. All tested samples were found to perform within limits. No faults were detected. The involved device has not been made available to us. We have requested additional information several times, in particular whether the injury had to be treated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. No such information has been made available yet. It is possible that the incident does not constitute a reportable event. We will provide a follow-up report once we receive further information.

Event description:
On (B)(6) 2018 a cellulite removal procedure was performed at cellulite expert centar in (B)(6). A monitoring dispersive electrode (model skintact wr21) and a btl unison machine were used. The electrode was placed on the back area in the loin. The initial report claimed that the user was observing reddening "on the outer line of the electrodes... In one case there was a blister which appeared at the place where wr21 was located." The patient had described a sensation of "burning heat". No information on the skin preparation, the activation cycle, and if and how the redness respectively the blister were treated afterwards.